Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305060, batch#:4088192. It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Syringe18 g x 1 1 / 2 in bd; 3 ml bd luer-lok blunt. O&m complaint record number(s): (B)(4). O&m product number:0723305060, supplier product number:305060, supplier product description: syringe18 g x 1 1 / 2 in bd; 3 ml bd luer-lok blunt, supplier lot number(s):4088192, sample availability: y, dc# 30, o&m po# 3126341, sales# 1118211, credit or replacement request? No. Additional information provided: 1. Please provide the date of event. 9-26-24. 2. Please describe about the product issue even more briefly. A nurse took the cap off of a 3ml syringe with blunt needle and found a powdery substance. 3. Please share the captured photo of the event if available. Attached. 4. Please provide the address of the facility for us to ship the return label? (B)(6).